Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was explanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. No reason for lens explantation has been specified and no further information is available to rayner. Rayner has contacted its in country representatives to try and obtain additional information to facilitate further investigation of the event.

Event description:
On 20th october 2025, rayner received notification from a healthcare facility in spain of an event that occurred during use of a rayone preloaded iol (model unspecified). The lens has been reported to have been explanted; however, no indication for lens explantation has been given by the reporter.